Manufacturer narrative:
It was noted that the customer called draeger service for a field check. However it was clarified that the device was evaluated by the biomedical technician with no problem found. The device was power off for a period of time, then powered up again. Additional information provided noting that the device did not provide any alarm prior to shutting down. As the reported issue could not be recreated, root cause cannot be established. Note that this case was initially reported under MDR# 1220063-2021-00023 in error, the correct MDR# is 2510954-2021-00005.: the device was evaluated by the biomedical technician with no problem found.

Event description:
A complaint was received where is was reported that the staff found that the isolette 8000 incubator was suddenly powered off during use. After discovering the problem, immediately use the spare instrument to continue the treatment. Though no adverse patient impact was reported, an unexpected shutdown of the incubator resulting in the baby being transferred to a new device indicates a possible interruption/delay of therapy. Additionally it was stated that the device was powered off and after a period of time, powered on again with no issues.

Event description:
A complaint was received where is was reported that the staff found that the isolette 8000 incubator was suddenly powered off during use. After discovering the problem, immediately use the spare instrument to continue the treatment. Though no adverse patient impact was reported, an unexpected shutdown of the incubator resulting in the baby being transferred to a new device indicates a possible interruption/delay of therapy. Additionally it was stated that the device was powered off and after a period of time, powered on again with no issues.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer h3 other text : the device was evaluated by the biomedical technician with no problem found.